Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's wife reported via phone call that the customer at emergency room and hospitalized due to low blood glucose on an unknown date. Customer's blood glucose was 39 mg/dl. Customer¿s current blood glucose was 345 mg/dl. Customer¿s blood glucose was treated at emergency room. The customer did not experience any symptoms such as a result of low blood glucose. Troubleshooting was done for low blood glucose. Customer had been using insulin pump system within 48 hours of low blood glucose event. Auto mode feature was not applicable at the time of event. The insulin pump will not be returned for analysis.